Manufacturer narrative:
(B)(4). This code is used to address the use of the starclose se in a calcified vessel. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, a proglide cuff miss was noticed. A starclose se was attempted but resistance was noticed during advancement of the thumb advancer. Sheath splitting was not continued. The device was removed without issue. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which would have aided in determination of the root cause. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found a similar incident from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.